Event description:
The facility's biomed reported an infusion pump with a failure code 530. The biomed stated that they have no record of any pt incident involving the pump since the last baxter service event. Info was requested regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no add'l info was available. Add'l contact info was requested but no add'l contact was identified.